Manufacturer narrative:
Correction to section d6a - this field was populated in the initial report; however, the device is not implanted. D4 - device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power event active was confirmed via analysis of the submitted log file. The heartmate mobile power unit was not returned for analysis. The submitted log file contained data spanning approximately 24.5 days (13aug2023 ¿ 07sep2023 per the timestamp). The log file captured a no external power event active while connected to the mobile power unit (mpu) on 25aug2023 at 12:10:27 and 12:10:30 at 12:57:13. During this time, a low voltage hazard, no external power, and power cable disconnect alarm was active due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. Pump seed was not affected by the alarm as the backup battery was able to support the system. This event appears to be consistent with a loss of ac power; however, the cause is unknown. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged/removed from service, and if the mpu will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review captured no external power events on (B)(6) 2023 due to the mobile power unit (mpu) losing power.